Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced issues with the buttons on the insulin pump. The customer stated the buttons were not responding when he went to deliver a bolus or any other time. The customer stated that he began experiencing intermittent button response from the act button three days ago. The customer's blood glucose was 223 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, and missing address and or serial number label.